Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump booted up with no display. The pump could still be controlled from the central control monitor (ccm). The system was shutdown and rebooted and the roller pump booted normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) could not duplicate the failed display. He replaced the display assembly. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician connected the display to lab use only (luo) testing equipment. He powered on the roller pump with the suspect display and the display powered on and functioned normally. The display was fully functional and functioned as intended. Per data log analysis, the log shows no errors, which if the issue was only with the small display assembly, no errors would be shown in the log. Could not confirm the complaint with the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.